Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the vasoview hemopro vh-3500 wasn't working correctly. The device was getting stuck within the tool port shaft about 1/2 way through the procedure. It happened during the case after several burns. At one point they jerked the hp2 wand forward and it hit a branch and caused bleeding on the branch. Cauterization worked ok throughout the procedure. They pulled the device out and lubricated the hp2 wand with saline and said it helped a little but that it was still stiff. They were able to finish the case without replacing the evh kit and also no harm was done to the vein or patient. There was no needed issues after the fact.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4). Updated sections: b-4, d-10, g-4, g-7, h-2, h-6, h-10, h-11. Corrected section: h-3 from "device discarded" to "device returned".

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 05/19/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c- ring. The harvesting device was returned outside the cannula. There were no visible defects observed on the harvesting device. A mechanical evaluation was conducted. A refernce endoscope was inserted into the cannula with no physical or visual difficulties until it snapped into place. The harvesting device was inserted into the cannula with no physical or visual difficulties. The toggle was manipulated to retract and extend the c-ring. The c-ring was observed to be intact, however the scope wash tube was observed to be melted and disconnected at the base of the c-ring. No other visual defects were observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed, but was confirmed for the analyzed failure "break;cring". The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.